Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer was changing sets and sties and kept getting the alarm. Customer declined to continue troubleshooting. The customer was advised to revert to back-up plan. The insulin pump will be replaced and returned for analysis.